Manufacturer narrative:
D4: UDI (B)(4). H3: product will not be returned investigation conclusion: retain testing was performed using both the reported complaint lot and the lot used to retest the sample. Retained devices were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the complaint lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Product will not be returned. Results pending completion of the investigation.

Event description:
On (B)(6) 2021: a (B)(6) year old female patient presented to outpatient services for a scheduled endoscopy and had a false positive result on the cardinal health rapid test hcg dipstick. She had her last period on (B)(6) 2021. Retest with the same sample was performed three times on a different lot of the hcg dipstick with three negative results. The procedure was then performed as scheduled. There was no treatment given or withheld due to the false positive result, no adverse outcome occurred.